Manufacturer narrative:
The hcg one step pregnancy test device (urine) fhc-102b-onc01, lot# hcg5040089 referenced is being reported under a separate medwatch # 2027969-2016-00066. The hcg one step pregnancy test device (urine) fhc-102b-onc01, lot# hcg5040200 referenced is being reported under a separate medwatch # 2027969-2016-00067. Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (201.4 iu/ml, 204.2 iu/ml and 212.2 iu/ml), all results were hcg positive at read time and met quality control specification. There were no false negative results obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined without patient specimen in-house analysis and insufficiency information provided by customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
A distributor reported that a customer in (B)(6) alleged potential false negative hcg results using the hcg one step pregnancy test device (urine) tests on three (3) different strip lots. Strip lots hcg5030100, hcg5040089, hcg5040200. In all cases, the urine samples of "obviously" pregnant women gave negative results. The customers involved thought that the nurses may have misused the test but the tests from an an alternate point of care (poc) hcg were positive. The distributor could not provide the exact number of patient's or tests involved, any patient or testing details. There was no adverse patient sequela. There was no additional information provided.